Manufacturer narrative:
(B)(4) a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A surgery to fix l3/s using expedium was performed on a patient with lumbar spinal stenosis on (B)(6) 2016. When the surgeon was implanting a rod, he found that the crown inside the reported screw head was turned 90 degree upwardly. Thus the surgeon tried to remove the screw by a screw driver, but before the removal the crown went downward and back to the standard position. It was replaced with another screw since the original screw caused a problem. The surgery was successful with 10 minutes delay. There were no patient injury / consequences. The surgeon checked the reported screw after the surgery, and the crown was in the right position.

Manufacturer narrative:
(B)(4). The expedium ti 7.5x40mm polyaxial screw (product code: 1797-12-040, lot number: atccm3) was returned for evaluation. Visual examination of the returned polyaxial screw features a saddle which has been rotated slightly counter-clockwise in the tulip head. It is also slightly loose and can be pushed upwards in the tulip head with the screw head but falls back into place afterwards. The screw head features some wear/stripping to the top of the lobes of its drive feature. The saddle also features a number of notches on its surface. These markings show that the tulip head of the polyaxial screw may have been rotated as far as intended on the screw head, but further force was applied to the screw at this extremity. This appears to have resulted in placing a great deal of force on and around the saddle, resulting in the markings on/around it. These forces may have been sufficient enough to dislodge it from its intended position. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. As a result, no further complaint actions are required. The root cause of the polyaxial screw disassembling cannot be determined from the sample and information provided. However, a potential root cause may be higher than anticipated amounts of force being applied around and onto the surface of the saddle, resulting in the saddle being dislodged from its intended location. No systemic trends were observed in this complaint file. Therefore, this complaint file will be closed with no further action required.